Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient could not ¿lie down on the floor to fix a pipe without being electrocuted.¿ if the patient were to lie down or get up they always had to have the patient programmer with them to make changes. It was noted that the patient could not get down on their knees. The patient expressed frustration that they had to wear the antenna connected to the implantable neurostimulator (ins) ¿all the time¿ so adjustments could be made ¿just in case they wanted to twist or move.¿ the patient had it set so they used different ¿channels¿ depending upon what they wanted to do. It was noted that the patient had met with the manufacturing representative previously for ins reprogramming. It was noted that the patient inquired about heating of stimulation systems due to watching a television commercial but noted that theirs never ¿got hot to wear it burned.¿ the patient noted that they ¿swear by 'this thing' and could not live without it.¿ additional information was requested but was not available at the date of this report.